Event description:
An end-of-service/end-of-life (eos/eol) message was reported. Telemetry issues were also reported and an overdischarged battery was suspected. It was indicated that an overdischarged battery had occurred in the past that the reporter was aware of. The reporter however wasn't aware why the patient wasn't maintaining the system. Additional information received indicated that an overdischarge was confirmed, the cause of which was patience compliance. A physician mode recharge (pmr) was not performed as the battery was at eos. Patient symptom reported was lack of stimulation. The reporter indicated that the patient had been referred to her implanting physician for a replacement.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).